Manufacturer narrative:
The reagent lot number was 84777701 with an expiration date of 30-sep-2025. The field service engineer found that the sample pipette was missing the white seal and replaced it. A hardware check was performed and was successful. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas c 503 analytical unit that did not match the patient's history. The initial result was 7.58 mg/dl, and the repeat result was 6.38 mg/dl. The repeat result from another analyzer was 3.78 mg/dl. The questionable results were not reported outside of the laboratory.